Event description:
Customer reported difficulties with the power button on their pump, which required multiple presses to function. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer to ensure the pump was not plugged in and to press the button with a firm touch, which resolved the issue as the button then functioned as intended.